Manufacturer narrative:
The device has not been returned to MFR at time of this report. Evaluation method - DHR review performed. Mfg processes reviewed. Results - DHR review showed no issues with this lot number. No changes in mfg processes. Conclusions - no corrective actions will be addressed at this time. Stapler was produced before corrective actions were implemented in mfg process. Actions were documented in CAPA (B) (4).

Event description:
The event is reported as: the staples would not release, jammed. No pt injury reported.